Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, prime/fill anomaly, damage (physical or cosmetic), back light anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Customer reported a backlight anomaly. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported the transmitter battery was not lasting as long as expected. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The motor functions properly during testing. No drive/motor anomaly-rewind anomaly noted. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No delivery anomaly-prime/fill anomaly noted. Configure the pump lcd backlight brightness from #1 to #5. No lcd backlight brightness anomaly noted. No display anomaly-back light anomaly noted. Inserted a new test energizer max alkaline battery into the battery compartment. The pump powered up properly. No unexpected battery type alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was received with a cracked keypad overlay at the select button. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-oct-2024 in the pump history file. (B)(6) 2024 03:53:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 12:09:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 12:25:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). (B)(6) 2024 12:59:00.000 alarmalertnotification (40), faultnumber: sensorsignalnotfound (796). (B)(6) 2024 00:26:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 14:05:07.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, sensor signal not found alert or sensor error alert noted. Lost sensor alert not confirmed. Sensor signal not found alert not confirmed. Sensor error alert not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Drive/motor anomaly-rewind not confirmed. Delivery anomaly-prime/fill anomaly not confirmed. Damage confirmed at the front of the pump. Back light anomaly not confirmed. Inserted a new test energizer max alkaline battery into the battery compartment. The pump powered up properly. No unexpected battery type alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.